Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the controller ac adapter had exposed wires on the cable. The adapter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: it was reported by the patient that the controller alternating current (ac) adapter had exposed wires on the cable. The controller ac adapter ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed a tear and exposed wires on the output cable. The damage that was observed did not affect the functionality of the device. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to wear of the output cable or to the handling of the device. If information is provided in the future, a supplemental report will be issued.